Manufacturer narrative:
H10: manufacturer narrative: siemens healthineers completed the investigation of the reported event. According to the provided information, during an interventional procedure, the user performed a 3d acquisition. The software then became unresponsive during post-processing. To resolve the issue the user called siemens healthineers for troubleshooting. The system was brought back online by a complete shutdown and restart. The root cause could be attributed to a problem with the histogram computation. The computation time depends on the data set and can take several seconds for a large amount clinical data. Occasionally, this data "handshake" can take longer than expected and a software watchdog scenario closes the 3d application. In this case the user must reload the 3d data and may have to repeat 3d planning/postprocessing activities. In rare cases, while a watchdog alert is executed, the error handling can lead to a software freeze. This can only be fixed by a restart. The generated data of the examination are available again after the restart. In this case, according to log file analysis, the system was running for five (5) days without reboot on the reported day. Furthermore, no shutdown was seen in the log files on the mentioned day, nor on the three (3) days after the reported day of (B)(6) 2023. As the described issue can only occur during system start-up, it cannot be confirmed that it happened around the mentioned day. No other issues have been identified from the log files. Therefore, no non-conformity is identified in this case. The problem claimed by the customer could not be confirmed. The system worked as specified.

Event description:
Siemens became aware of an incident that occurred while operating the artis icono biplane system. During an interventional procedure, the unit had to be rebooted due to software freeze. The system was switched off, rebooted, and the second exam was started. According to the available information, a thrombus apposition had formed at the tip of the catheter during the delay. It resulted in occlusion of the a. Carotis, which was treated by thrombectomy. The patient showed signs of hemiplegia after the treatment, which regressed with further intensive care. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.